Manufacturer narrative:
Upon completion of the investigation it was noted that the siphon guard was irrigated with purified water, no occlusion was noted. The siphon guard was visually inspected, no defects were noted. Review of the history device was not possible as the lot number was unknown. No root cause could not be determined as no defect could be found with the siphon guard. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Event description:
On (B)(6) 2012, the sg was additionally implanted to the patient with a brain tumor ((B)(6)-year-old female) who had already had 82-3111 implanted via v-p shunt on (B)(6) 2011. In (B)(6) 2015, the patient complained of a headache and ventricular enlargement was confirmed through contrast radiography. When checking the patency of the device, the fluid flow was confirmed at the proximal and distal side of the device and occlusion of the sg itself was suspected through manometer testing. On (B)(6) 2015, the surgeon replaced only the sg implant under local anesthesia. The patient¿s condition improved after the surgery.

Manufacturer narrative:
(B)(4). Upon completion of the investigation a follow up report will be filed.